Manufacturer narrative:
(B)(4). Concomitant medical products: unk m2a head, unk neck, unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03629. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left hip revision surgery 9 years post initial surgery due to pain, elevated metal ion levels, alval, and a large pseudotumor formation in her hip. The surgeon performed an explant of left total hip with trochanteric osteotomy and debridement of tissues. Attempts have been made and additional information on the reported event is unavailable. It was reported that the patient underwent left hip revision surgery 9 years post initial surgery.

Event description:
It was reported that the patient underwent left hip revision surgery 9 years post initial surgery due to pain, alval, and a large pseudotumor formation in her hip. The surgeon performed an explant of left total hip with trochanteric osteotomy and debridement of tissues. Erosive changes noted with some bone loss of the calcar. During stage I surgery, all initial implants were removed and a biomet spacer was placed. Two months post this, the spacer was removed and competitor implants were placed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : ref (B)(4) , lot 790140 modular head 44mm, ref (B)(4) , lot 886630 taperloc femoral stem 10x140mm, ref (B)(4) , lot 026930 taper adapter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: markedly elevated cell count and an intrapelvic fluid collection with psoasatrophy. 2-stage revision planned. I&d of pelvic abscess performed without complication. Explant of left tha with trochanteric osteotomy and debridement. She has also had arterial stent for limited blood flow and at the time of her workup of her pelvic stent was noted to have a significant mass and fluid collection in her left hemipelvis and it was in communication with the hip capsule on CT scan. Necrotic debris noted within the joint space. The hip was dislocated, but the ball was unable to be disimpacted from the stem, as it appeared to frozen on to the trunnion we thus elected to proceed with removal of the stem on block. A trochanteric osteotomy was then planned. Erosive changes noted with some bone loss of the calcar. All initial implants removed, biomet spacer placed, osteotomy repaired with cerclage cables. Removal of antibiotic spacer and revision left tha ¿ septic left total hip arthroplasty with alval s/p explant intraoperative frozen culture showed greater to no acute inflammatory cells, hip aspiration done intraoperatively demonstrated approximately 2100 nucleated cells. The trochanteric osteotomy was noted to not have not fully healed and there was motion between the trochanter and femoral shaft. ¿ not an unexpected finding as delayed wound healing is defined as greater than 6 months. Spacer removed, all stryker components placed without further complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed by review of medical records and visual evaluation of sample. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. A m2a-magnum pf cup 50odx44id, part # us157850 from lot 672940 , was returned and evaluated against the complaint. Visual inspection found a large portion of the inner radius to be discolored, giving off a hazy appearance. The inner radius is scratched consistent with metal on metal construction. A piece of porous coating has chipped away from the outer radius. Foreign debris was also observed on the outer radius. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.